Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 168 mg/dl and their sensor glucose read 123 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported their blood glucose would be 174 mg/dl and their sensor glucose would read 66 mg/dl. The customer was advised of the sensor's lag time to catch up with the customer's blood glucose. Customer declined to return the product for analysis.